Event description:
Following a diagnostic procedure, an angio-seal device was placed. Five days later the pt noticed that this groin was reddened and swollen (area 6x3 inches). The pt went to the emergency room where an ultrasound showed negative results for pseudoaneurysm, and positive results for hematoma. The pt was sent home without treatment, but was given advice to put a 5 pound weight on his groin for a couple of hours. Follow-up with the pt showed him to be in good condition, with soft hematoma and ecchymosis.